Event description:
Boston scientific received information that this right atrial (ra) lead was successfully implanted. After the pocket was closed and lead testing was performed, three to four ventricular ectopic beats followed by a brief atrial pause (less than one second) were observed on the surface ECG. Fluoroscopy was performed and confirmed that the atrial lead had dislodged and was hanging in the ventricle. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.